Event description:
A memory lens (u940a) implanted in pt's eye in 2000 has since opacified. Diagnosis was made in 2005. Request has been made for additional info, however no further info is available at the time of this report.